Manufacturer narrative:
New, updated and corrected information is referenced within the update statements in describe event or problem. No further follow up is planned. A male patient reported the injection button of his humapen luxura device could not be pushed down. The patient experienced increased blood glucose. The device was not returned for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a male patient of unknown age and origin. Medical history and concomitant medications were not reported. The patient received unspecified insulin from eli lilly via cartridge via a humapen luxura burgundy 8 units thrice daily, for the treatment of diabetes mellitus beginning in 2014. Route of administration was not provided. Sometime while using her humapen luxura, he experienced his blood glucose was high during the spring festival (no values provided) because the injection button of the humapen luxura could not be pushed down (lot number unknown, (B)(4)), so he was hospitalized on (B)(6) 2017 for treatment. In 2017, he stopped injecting the unspecified insulin via the humapen. Information regarding hospitalization end date, corrective treatments and outcome of the event was not provided. The user of the humapen luxura and their training status was not provided. The humapen luxura model and suspect humapen luxura durations of use were not provided, but started since 2014. The humapen luxura was not returned. The reporting consumer did not know if the event was related to the unspecified insulin and did not provide a relatedness assessment between the humapen luxura and the event. No follow-up would be requested since the reporter refused to be contacted. Treating physician contact details not provided. Update 20-feb-2017: initial information received on 16-feb-2017 and follow up information received on 20-feb-2017 were processed at the same time. Update 21feb2017: upon review, the case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting, and added the product complaint description to the narrative. Update 17mar2017: additional information received on 17mar2017 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a male patient of unknown age and origin. Medical history and concomitant medications were not reported. The patient received unspecified insulin from eli lilly via cartridge via a humapen luxura burgundy 8 units thrice daily, for the treatment of diabetes mellitus beginning in 2014. Route of administration was not provided. Sometime while using her humapen luxura, he experienced his blood glucose was high during the spring festival (no values provided) because the injection button of the humapen luxura could not be pushed down (lot number unknown, pc 3911907), so he was hospitalized on (B)(6) 2017 for treatment. In 2017, he stopped injecting the unspecified insulin via the humapen. Information regarding hospitalization end date, corrective treatments and outcome of the event was not provided. The user of the humapen luxura and their training status was not provided. The humapen luxura model and suspect humapen luxura durations of use were not provided, but started since 2014. The status of the humapen luxura was unknown. The reporting consumer did not know if the event was related to the unspecified insulin and did not provide a relatedness assessment between the humapen luxura and the event. No follow-up would be requested since the reporter refused to be contacted. Treating physician contact details not provided. Update 20-feb-2017: initial information received on (B)(6) 2017 and follow up information received on 20-feb-2017 were processed at the same time. Update 21-feb-2017: upon review, the case was opened to update the medwatch and (B)(6) required device reporting elements for regulatory reporting, and added the product complaint description to the narrative.